Manufacturer narrative:
One single-use sample was received for evaluation. The sample return kit was received at the plant for evaluation containing one used syringe, one calcium chloride vial with residual solution, and one thrombin vial with residual solution. Visual inspection was performed and particulate matter (pm) was observed in the needle syringe. The calcium chloride vial and the pm inside the needle syringe were both inspected under a microscope. The pm inside the needle syringe was of similar color, texture, and shape as the missing segment from the calcium chloride vial stopper puncture site. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. During evaluation of a floseal device, it was noted that there was particulate matter in the needle syringe. There was no patient involvement. No additional information is available.